Event description:
It was reported that later in the day after this insertable cardiac monitor (icm) device was implanted, this patient contacted the clinic with complaints of continued bleeding at the device insertion site. The patient went home after the implant procedure, took their medication as prescribed and took a nap. They woke up and the wound dressing was saturated with blood. The patient contacted the clinic for guidance and were instructed to come back to the clinic so pressure could be applied to the wound and a new wound dressing could be applied. With the patient at the clinic, it was apparent there was a significant amount of bleeding from the incision site with clot formation observed on the bandage. Pressure was applied to the site for five minutes. A blood pressure reading was not obtained at this point. The blood was noted to be seeping from the dressing, so a towel was placed over the incision site as well. The patient stated they felt as if they were going to pass out. They subsequently passed out and at that point, they were not responding. The patient was leaned back on the exam table, and they were given most of a 250 ml intravenous (IV) bag of normal saline. The patient was observed to have the presence of a carotid pulse and a strong bilateral radial pulse. The patient was aroused with a sternal rub but exhibited limited response at that time. A blood pressure reading was then taken after the IV was administered. The blood pressure reading was noted to be within normal limits. Pressure was held on the incision site for approximately 20 minutes, which slowed the bleeding to only a small slow discharge. The patient subsequently arrived at the emergency department (ed) and was awake, alert and was answering all questions appropriately. The patient had no current complaints and stated they felt back to their normal baseline. Evaluation in the ed included lab tests, an electrocardiogram (ECG) and a chest x-ray. All were negative for acute issues. The syncope the patient had exhibited was suspected to be due to a vasovagal response. The icm device insertion site was redressed, follow-up directions were reviewed with the patient, the patient was prescribed an oral antibiotic medication, and the patient went home. The device remains in-service. No additional adverse patient effects were reported.